Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion for an hour during testing at the biomed service department when programmed to deliver a solute at 52, 80,100, 150 and 200 ml/h that triggered the alarm after an hour. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The issue of the device not being able to detect an upstream occlusion was not duplicated during testing. The device was tested for upstream occlusion detection and found to alarm as expected. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.